Event description:
It was reported that while using a syntel silicone embolectomy catheter - spring tip for removal of a clot the balloon ruptured. There was no injury to the patient. The operation was successfully completed with a replacement device.

Manufacturer narrative:
The product was received for evaluation and the reported issue was confirmed. The balloon of the catheter was observed to be ruptured. Based on the damaged and the tear in the balloon beginning at the proximal side of the balloon and moving distally, the balloon appeared to be damaged due to the force of pulling the catheter during the procedure. It is possible the balloon came into contact with a sharp area or calcified plaque during removal. The lot number for the device was unable to be determined. Therefore, a device history record could not be reviewed for this device. Due to the nature of the procedure this device is used in, balloon rupture is an inherent risk when using this device. As stated in the IFU: complications associated with the use of embolectomy catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization.